Manufacturer narrative:
(Date of event): date of event was approximated to be december 01, 2018 as no event date was reported. Problem code 2907 captures the reportable event of snare loop detached/separated. Visual evaluation of the returned device revealed that the loop was totally detached from the wire, it was inspected under magnification and the loop cannula had evidence of crimping marks. In addition, the loop was bent. It is most likely that during the procedure while the device was being manipulated, the loop bent was generated, therefore, adverse event related to procedure was selected for this failure. On the other hand, the detached section of the loop was inspected under magnification and the loop cannula had evidence of crimping marks. Attempts were performed in order to replicate a similar condition of the complaint device, however, it was not possible to perform. Also, the process controls were reviewed and no deviation was found that indicates abnormalities or issues that could lead to the detached condition. Therefore, since the investigation findings do not lead to a clear conclusion about the cause of this event cause not established was selected as the conclusion code most appropriate for this complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed a couple of weeks ago. According to the complainant, during the procedure, the snare loop "broke off." The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed a couple of weeks ago. According to the complainant, during the procedure, the snare loop "broke off." The procedure was completed with a different device. There were no patient complications reported as a result of this event.